Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Reported issue was that the o-arm would not pass the rad gain calibrations. Found that both batteries (x-ray and motion) were really depleted. Battery voltage ranged from 4vdc to 22vdc at j7. The imaging system was plugged in and charging. This system is not used often as the last saved case was dated april 2016. Batteries (38) ordered and were replaced. The batteries have not been received by the manufacturer for evaluation. The system was calibrated (autocal and manual cal); gain calibrations (rad & fluoro) completed and passed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system could not pass the rad/fluoro gain calibrations. There was no patient present when this issue was identified.